Manufacturer narrative:
The device was not returned for evaluation. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: infection is primarily a procedure-related complication of any type of arthroplasty with sometimes additional patient-related risk factors for infection. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee infected. Revised.

Manufacturer narrative:
The following devices were also listed in this report: triathlon prim cem fxd bplt #2; cat# 5520-b-200; lot# ekdss; triathlon cr fem comp #2 l-cem; cat# 5510-f-201; lot# ejndx.. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Left knee infected. Revised.